Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be chloramine-t not added to water. However, there was insufficient information to confirm this potential root cause. Biomed stated water level was low, they refilled the device and ran a functional check and stated it passed but when cycled power the device alerted water reservoir empty. They should drain and refill using fresh water and a vial of the cleaning solution before they replaces a level sensor, they were also going to run a calibration afterwards to see if everything was working as it should. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions for use were found adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product: "1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun temperature management system cleaning solution to the sterile or distilled water 4) from the patient therapy selection screen, press the either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on screen." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was getting 113 (reduced water temperature control). They stated water level was low; they refilled the device and ran a functional check and stated it passed but when cycled power the device alerted water reservoir empty. They should drain and refill using fresh water and a vial of the cleaning solution before they replaces a level sensor, they were also going to run a calibration afterwards to see if everything was working as it should. Per investigation findings results received vias task on (B)(6)2024, it was reported that the biomed would be sending the device in for assessment after getting a calibration error 25 (patient temperature 2 out of adjustment range limit).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was getting 113 (reduced water temperature control) . They stated water level was low, they refilled the device and ran a functional check and stated it passed but when cycled power the device alerted water reservoir empty. They should drain and refill using fresh water and a vial of the cleaning solution before they replaces a level sensor, they were also going to run a calibration afterwards to see if everything was working as it should.